Manufacturer narrative:
UDI: (B)(4). The reporter¿s phone number was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power. It was further determined that the device failed pretest for check starting behavior at 3 bar, check the power with test bench at 6 bar: minimum 110 to 160 watt, check for excessive noise, check for air leak, and general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure due to wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had low rotational speed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.